Event description:
Dealer stated that the end-user sits up at 90 degrees in their (B)(4) semi electric bed, then uses the foot board to push herself back. User also elevates her feet on the footboard. End-user allegedly pushed so hard that she broke the plastic cover, and cut her toe which got infected, went to the doctor. MDR filed for injury, no alleged malfunction of the product.